Manufacturer narrative:
A ge service representative performed an on site investigation. The cable assembly, right monitor, and both control panels during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 8800 system had a intermittent generator failure error code displayed. No pt injury was reported.